Event description:
It was reported by customer that the purewick urine collection standard experienced loss of suction and loss of power during use for the patient.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: use only the purewick¿ urine collection system a/c power cord with the device. Use of an alternate consumer style a/c power adapter or an extension cord may cause damage to device and electrical shock or injury and will void the warranty. ¿ battery power operation the built-in battery recharges any time the device is plugged into an outlet. To fully charge the battery, the system must be plugged in for 12 hours. The battery will supply 8 hours of backup power before requiring recharging. The purewick¿ urine collection system remains fully functional while the device is recharging. Troubleshooting: 1. Check that the power cord is plugged into the purewick¿ urine collection system and to an electrical outlet. 2. Ensure the electrical outlet is functioning by plugging in another electrical device. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: f,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that the purewick urine collection standard experienced loss of suction and loss of power during use for the patient.